Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist device. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed klebsiella bacteremia from the hickman line and staphylococcus epidermidis driveline infection. The infection had led to worsening drainage and shortness of breath. The infection resolved after centrimag implant, cultures were negative. The patient was implanted with another heartmate 3 pump and received an aortic valve replacement on (B)(6) 2023. The patient was doing well in rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted due to a resistant pseudomonas infection. The patient was then implanted with a centrimag. The device operated as expected.